Event description:
The customer initially reported partial aspiration errors and aspiration p-flags on patient results on the coulter hmx hematology analyzer with autoloader. The customer bleached and rinsed the sample lines per instruction from the field service engineer (fse). There were no further aspiration errors reported; however, there were now low vacuum errors. The fse went onsite and found a fluid leak from disconnected tubing at the sweepflow. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The fluid from the leak had damaged the peltier temperature module, mix motor and associated solenoids. The fse replaced peltier module, and noted that the system had a voltage failure as a result of the leak. The instrument was still down. The fse ordered parts to be replaced and returned to replace multiple solenoid banks and harness that had been damaged. The instrument performance was verified following repairs. The customer was contacted on (B)(4) 2013 and reported that there were no results generated for patient samples as all the result parameter values were replaced by dots (....). All the patient samples were run on another instrument and verified as correct. The printouts of the patient sample reruns were not available for review. The failure mode of the aspiration errors is unknown; however, performing a bleaching a rinsing procedure resolved the issues. The failure mode of the leak was related to a disconnected sweep flow tubing which caused damage to the peltier module, mixing motor, multiple solenoids and other electrical components. The instrument operated as intended by generating vacuum errors and voltage failures alerting the operator to a problem. (B)(4).